Event description:
During a procedure, while drilling the or staff noticed heat and black smoke emission. It was recognized that some coating of the drill bit sheared off. It was reported that a drill sleeve was used. This is 1 of 3 repots for the same event.

Manufacturer narrative:
Investigation coordinated by synthes (B)(4). Report received indicates the drill bit was chedcked for conformance and for functioning. Neither a product nor a function fault could be detected. The exact cause of failure could not be determined. The macroscopic visible damage on the coating suggests that the cause of failure could be associated to the used drill sleeve. The manufacturing documents were reviewed and no complaint related issues were found and the instrument was manufactured according to the specifications.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system.